Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's parents that the customer's insulin pump resumed delivering insulin when the customer's sensor glucose was reading low at 56 mg/dl. The customer¿s blood glucose level was 81 mg/dl at the time of the incident. The customer's pump alarmed and suspended at 128 mg/dl. Troubleshooting was not completed and the pump settings had not changed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.